Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The integrated electrosurgical unit (iesu) was analyzed, and no issues were found. The iesu energized and cauterized, and all ports recognized the instruments. The complaint was not confirmed based on failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Details regarding the patient's anatomy that resulted with the case being aborted/converted were not provided. It is unknown if a da vinci product or device caused or contributed to the reason for the case to be aborted/converted. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Then isi fse could not reproduce the reported issue but replaced the erbe generator as a precaution. The system was tested and verified as ready for use. Isi received the erbe generator and performed failure analysis evaluation. The generator energized and cauterized, and all ports recognized the instruments. Refer to medwatch reports (MDR) with MFR. Report #'s 2955842-2023-20203 and 2955842-2023-20218 for MDR submission of the 2 delayed sealing events involving the 2 separate vse instruments.

Event description:
It was reported that during a da vinci-assisted left hemicolectomy surgical procedure, the customer claimed that there was an issue with the erbe generator since a vessel sealer extend (vse) instrument had to coagulate longer than normal. The customer stated they had the vse instrument plugged into the erbe generator and swapped ports, but the issue remained. The customer also tried a second vse instrument, but the issue remained. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs but found no related issue. The procedure was aborted/converted due to the patient's anatomy.